Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. Devices not received, log review only. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation is completed.

Event description:
Customer reports a channel disconnect alarm on channel d with propofol infusing. The nurse stated the patient was not able to touch the pump. The propofol was eventually switched to a new channel and subsequently worked as programmed. No report of patient harm or medical intervention required. Although requested, no additional patient or event information provided.